Event description:
Info received indicates the left head siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch block was broken and the slide bracket bent, preventing the siderail from latching. The technician replaced the latch block and bracket to repair the bed.